Event description:
On (B)(6) 2014 the surgeon reported a tmj revision surgery occurred (B)(6) 2014. The diagnosis code 996.69 was provided by the surgeon's office, which is infection and inflammatory reaction due to other internal prosthetic device, implant, and graft.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The manufacturing record was reviewed and show the lot released with no recorded anomaly or deviation current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File four of four for the same event.